Event description:
This is a spontaneous report by a nurse from (B)(6) of sterile peritonitis in a patient (age not reported) coincident with imported extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex imported from turkey (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced sterile peritonitis manifested by cloudy peritoneal effluent. On an unreported date, the patient began remedial therapy with unspecified antibiotics (dose, frequency and route not reported). It was not reported if the patient was hospitalized, or if laboratory data or diagnostic testing were performed. It was not reported if extraneal viaflex therapy was ongoing or if the event of sterile peritonitis had resolved. Medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.